Event description:
A surgeon reported a patient who had an intraocular lens (iol) implanted approximately one year ago. The surgeon reported that during the follow up visits she noticed the optic was domed and this led to deformation of the iris. The haptics were still in the capsular bag. The surgeon further reported that the patient presented with uveitis. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. This report was mailed to FDA on: 12/19/2008.